Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient's symptoms were oozing at the pocket site along with the site being warm to the touch. The physician prescribed the patient oral antibiotics. The physician does not believe the infection was device related and the patient is reportedly doing well following explant surgery.